Event description:
A report was received that the patients ipg would not hold a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction. No further course of action will be taken at this time.

Event description:
A report was received that the patients ipg would not hold a charge. The patient will undergo an ipg replacement procedure.

Event description:
It was reported that the patients ipg was difficult to be charged and was no longer holding a charge. It was also noted that the patients ipg had moved due to weight loss. No device malfunction was suspected. Additional information was received that the patient underwent an ipg revision procedure wherein the pocket site was relocated and was replaced. The patient was doing well postoperatively. Additional information was received that the explanted ipg was not returned per hospital policy.

Event description:
It was reported that the patients ipg was difficult to be charged and was no longer holding a charge. It was also noted that the patients ipg had moved due to weight loss. No device malfunction was suspected. Additional information was received that the patient underwent an ipg revision procedure wherein the pocket site was relocated and was replaced. The patient was doing well postoperatively.